Event description:
Pt reported that his freedom 60 pump is broken, the tab that pushes syringe forward, go back and hard time having unwind. Pt had to finish infusion yesterday manually pushing it. Pump serial number: (B)(6). No interruption to therapy, missed dose{s) or adverse event(s) reported due to product issue. Pharmacy is replacing device. Device is available for return. No additional information available. Indications: common variable immunodeficiency, unspecified; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.